Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the avnrt procedure, signal issues resulted in a procedural delay. The signal quality was poor on both the mapping system and the non-abbott (cardiotek) system. The connections and the catheter were inspected, and the ensite x system was reconnected and restarted, along with the non-abbott (cardiotek) system, but the signal quality did not improve. Electrical connections for the room, the mapping system, the polygraph, and other equipment were checked, but the issue persisted. Both the catheter and the generator were replaced, and the procedure was completed with no adverse consequences to the patient.